Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed a low voltage battery fault (fault code 1003) had been recorded. External visual inspection of the device noted no anomalies. After the titanium case was opened, microscopic visual inspection did not reveal any irregularities. The battery was then removed, so that an external power supply could be connected to the device for further analysis. A higher than normal current usage was observed. Electrical testing isolated the high current condition to two compromised low voltage capacitors that are connected to the device's battery. This type of component malfunction can result in a high current drain, which over time can result in premature battery depletion, as was observed in this case.

Event description:
Boston scientific received information that this device was emitting beep tones. A low voltage fault was also recorded indicating the device battery was depleting earlier than expected. The device memory was saved to a disk and sent in to boston scientific technical services (ts) for review. The device was subsequently explanted approximately two weeks later and returned for laboratory analysis.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon review of the device memory, the low voltage fault was declared on (B)(6) 2013 due to three daily voltages below the threshold of 3.025 volts. The voltage is currently at 3.021 volts, therefore therapy would not be affected. A longevity calculation was then performed using data from the device memory. The device battery gauge and power levels are in line with nominal values, however the device hardware is not detecting the loss of battery energy. Because of this, the battery status indicates are not reflecting the depletion condition and are inaccurate; causing the fault code. A device replacement was recommended within the next two weeks. The device has been returned for analysis. This report will be updated upon completion of analysis.